Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss and lack of readings until troubleshooting was performed. No adverse clinical symptoms reported. Outcomes included no clinical impact, no alerts or alarms, and continued glucose management. User support included remote troubleshooting and user education, including toggling the settings and instructing the user to allow time for the sensor to pair. Investigation of this case revealed that the cgm-to-pump communication interruption resolved after pairing steps, with subsequent confirmation that readings were received, indicating no device malfunction identified in the ilet or dexcom components. It was concluded, based on previously established findings for similar reports, that the cause was user-device pairing and connectivity limitations inherent to bluetooth communication.

Manufacturer narrative:
Initial.